Event description:
The manufacturer received information alleging issues with the ventilator's lcd screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an intermittent issue with the device's lcd screen was observed. The device's lcd screen was replaced to address the issue. An error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.